Manufacturer narrative:
(B)(4). Reporter¿s phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual and functional assessment was performed and the device passed all operational specifications. No issues were found. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the motor device had an intermittent function. There was a five minute delay to the surgical procedure. A spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.